Event description:
As reported, during a laparoscopic procedure, upon opening the package of 3dmax light mesh, the edge of the mesh was noted to be cracked. It was reported that there was no damage identified to the outer package and the box was sealed completely prior to opening for the case. There was no reported patient injury.

Manufacturer narrative:
The subject device was not returned for evaluation; however, a photo of the subject device was provided. Review of the photo shows a small area of the edge where a tear is visible in the edge seal of the mesh in two locations. There is no photo showing the entirety of the mesh as such it cannot be determined if the condition presented from handling after opening or as an out of the box condition. Without having the physical sample to evaluate a definitive root cause cannot be determined. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2021.